Event description:
It was reported that the patient came to the clinic having alarms while connected to the mobile power unit (mpu). The patient stated that there were periodic yellow wrench alarms and no power alarms while connected to the mpu during the night. These alarms resolved when switched to batteries. It was more frequent over the last week and a half. Log file analysis found loss of external power events associated with the mpu on (B)(6) 2022 at 10:10 pm and (B)(6) 2022 at 10:36 am.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the mpu not functioning properly, and low voltage/no external power alarms, were confirmed. The provided log file contained data spanning approximately 5 days (27jan2022 ¿ 01feb2022 per timestamp. On 27jan2022 at 17:49, a brief pump stop which lasted for approximately ~3 seconds was observed. This event appeared to have been caused by electrostatic discharge (esd), as the pump retained a significant amount of current during this time. The pump maintained speeds above the low speed limit throughout the remainder of the data after the event had resolved. A no external power alarm was observed on 30jan2022 at 10:36 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system. A low voltage hazard alarm was also observed on 29jan2022 at 22:10 while the mpu was in use, and this alarm appeared to have been caused by another loss of ac power due to the rsoc steadily decreasing. However, this low voltage hazard alarm resolved within approximately ~3 seconds when power was restored to the system and before a no external power alarm could become active, indicating that the system did not fully lose its connection to external power during this time. The returned mpu (serial number mpu-44667) was received at the service depot. The unit was unable to initially power on. The unit was troubleshot, and its power supply was observed to have been damaged, as one of the fuses was partially detached. The returned mpu functioned as intended after its power supply had been replaced with a new component, and the serviced and tested mpu was returned to the rental pool after passing all functional tests per procedure. Then, the original power supply was individually tested within a known working test unit, where the test unit was also unable to power on using the returned power supply. The power supply¿s damaged fuse was resoldered onto the pcb. Then, the test unit was able to power on and operate a mock loop as intended, and no atypical events were further reproduced. The root cause of the damage to the mpu¿s power supply was unable to be conclusively determined through this analysis. The root cause of the observed no external power/low voltage hazard alarms was unable to be conclusively determined. Review of the device history record for the mobile power unit, serial number mpu-44667, showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with no external power and low voltage conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section titled ¿emergency contact list¿) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.